Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). The patient's rhythm accelerated into the vf zone, and another shock was delivered and converted the rhythm. It was noted that the patient was brought via ambulance to the emergency department after receiving the shocks while walking on the beach. It was also noted the patient confirmed they did not take their prescribed beta blockers that day. At this time, the cardiologist overseeing the patient during their admission elected to reprogram the device. No additional adverse patient effects were reported. This ICD remains in service.